Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace one of the patient's three ipg's. Effective stimulation was restored following the surgical intervention. The other two ipg's are documented in reference MFR. Report #s 1627487-2016-01869 and 1627487-2016-01885. It is unknown which of the three ipg's was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
The patient has three systems. This issue pertains to the occipital (off-label) system. It was reported the patient had not charged the ipg in several years. As a result, the ipg is unable to communicate with external devices. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The ipg remains implanted. The explant date was inadvertently entered in follow-up report # 01.

Event description:
Further investigation identified the ipg remains implanted, and has not been explanted as previously reported. Surgical intervention remains pending.